Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The intuitive surgical, inc. (Isi) field service engineer (fe) inspected the reported issue the following day, noting that the harmonic ace could not work, and the led was off on the pmed with error messages observed. The pmed module was reseated, and normal function returned. As a preventative measure, the pmed module was replaced the next day. The system was tested without issues and the equipment was confirmed to be working normally. The pmed unit was returned for failure analysis and the reported failure could not reproduced. The pmed was installed and tested on the pca test system. The system started up without any error. All 3 ports were tested and energized without any error. The system ran 20 power cycles and all passed. The pmed remained on the test system for 3 days in normal operation, tested with monopolar and bipolar instruments, and all ports were found to be fully functional as normal. The customer reported issue could not be replicated.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the harmonic ace instrument functioned normally until it would not work. The issue occurred about twenty minutes into the procedure. While troubleshooting, the light emitting diode (led) on the personality module energy device (pmed) of the video side cart (vsc) was observed to be off. The pmed port was swapped but the issue persisted. The electrosurgical unit (esu) connection indicator on the pmed was also observed to be off. The system and generator were then power cycled, but the issue did not resolve. The surgeon made the clinical decision to convert to laparoscopy. Port incision size was increased as a result of the conversion. No tissue or vessels were damaged during this event. There was a procedure delay of about 15 minutes. The patient did not experience any post-operative complications and is in recovery.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On (B)(6) 2023, the following additional information about the reported event was obtained: the personality module energy device (pmed) unit was received, and investigations were completed. Failure analysis investigations did not replicate the customer reported complaint. The pmed was installed and tested on the printed circuit assembly (pca) test system. The system started up without any error. All three ports were tested and energized without any error. The system ran 20 power cycles, all passed. The pmed remained on the test system for three days in normal operation, tested with monopolar and bipolar instruments, all ports are fully functional as normal. Could not replicate.